Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that on january 2nd 2025, the atec machine was not pulling acceptable amounts of tissue for patient biopsies. One case was reported that they had to bring back the patient for additional samples which ended being a positive case. A hologic employee examined the console and determined it was functioning correctly and no service is needed. No cause could be established at this point. No other information available.